Manufacturer narrative:
During the investigation of the reported complaint, the sales representative stated that at the time of the surgery the implant fit the patient's anatomy well; however, due to brain swelling, the implant was pushed up and away over time. The sales representative was requested information such as other surgical outcomes or effects on the patient and patient's weight; however, they were not able to provide the requested information.

Event description:
Implant was removed as a result of patient's brain swelling.